Manufacturer narrative:
Mre review: a manufacturing record evaluation was performed for the finished device 50000210 number, and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve leak and hemostatic valve separation issues occurred. It was reported that the hemostatic valve broke on the vizigo sheath and there was blood coming back. They exchanged the vizigo sheath, and the issue was resolved. The case continued without any further incident. They were unsure what section broke, or if the hemostatic valve dislodged inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was in the patient when the issue was reported. The physician showed them the blood bleed back. Then the sheath was exchanged for a new vizigo. No treatment required. Blood return was observed. The approximate volume of blood that was lost was <5ml blood loss. The hemostatic valve leak and hemostatic valve separation issues were assessed as MDR reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000210 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).